Manufacturer narrative:
(B)(4). Zca all-poly acetabular cup longevity crosslinked polyethylene ID 32 mm 10 degree inclined face od cup with spacers 55 mm. Concomitant medical products: 00801803205, femoral head sterile product do not resterilize 12/14 taper, 63135573. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised approximately two years post implantation due to recurrent infection. The cemented zca cup which appeared to be loose was revised. Spacers were inserted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.